Event description:
Philips received a complaint on the v60 ventilator indicating check vent alarm. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) confirmed the issue. 111d mc pcba adc failed error code was logged. The mc pcba data was dashes and at zero hours and all voltages listed in the diagnostic codes as zero. The rse provided the customer replacement part information for the motor controller pcba and power management board and advised the customer to replace them. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.